Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye (od) in (B) (6) 2009. The lens was explanted in (B) (6) 2009, due to inadequate vaulting. Lens opacity in the anterior chamber. The cataract was removed in (B) (6) 2009.

Manufacturer narrative:
Secondary surgery - (B) (4).